Manufacturer narrative:
Evaluation revealed the nail holding screw to be the subject product. The nail handle is considered an associated product. Review of the DHR of the reported nhs revealed no conspicuities; the item was documented as faultless prior to distribution. Dimensional examination revealed no deviations in the relevant undamaged areas. A hardness test according to rockwell revealed the hardness of the material of the nhs being within specified parameters. Fretting marks are a rare but known reaction if these materials come in contact which each other. During screwing into the nail it is possible that the nhs gets in contact with the inner surface of the tube of the nail handle and friction occurs due to a suboptimal (slight oblique) axial insertion. In combination with small tolerances it is possible that cold welding occurs. Appearance of damage indicates that the devices got jammed by ¿cold welding¿ due to friction corrosion being caused by high surface pressure. Most likely high surface pressure generated by high load applied to the nail holding screw had led to the damage found. Local surface pressure may arise when the items are assembled under misalignment. The IFU and instructions for cleaning, sterilization, inspection and maintenance include that every instrument must be cleaned, sterilized and checked successfully prior to every surgery. Furthermore the user shall be trained and familiar with the system and operative techniques. As the nhs had been in use for approximately 15 years before the alleged event was reported we pre-suppose that it had fulfilled its tasks in former surgeries as intended. It could not be excluded that the device was pre-damaged after such a long time. Based on the above the root cause of the reported event is not device related, but is rather linked to mechanical aging process. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
During t2 tibia nail surgery, the nail holding screw could not removed from the nail handle when the surgeon tried to attach the nail to them. After that the surgeon used other instruments and progressed the surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During t2 tibia nail surgery, the nail holding screw could not remoned from the nail handle when the surgeon tried to attach the nail to them. After that the surgeon used other instruments and progressed the surgery.